Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the adapter device failed the threaded fitting assessment, the fitting threads are dented and the cup adapter could not be threaded on. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was reported as 10/20/2018 in the initial report and has been updated to 10/7/2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had some visible scratches but was otherwise functional and no defects were found. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.